Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. Caretaker assisted patient with a correction bolus was via the pump to address bg. The customer was taken to the hospital via ambulance. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.